Manufacturer narrative:
(B)(4). At this time, (B)(4) has not received the suspect device/component from the customer for evaluation. The user facility believes the issue occurred as a results of using low pressure consumables on an infant flow circuit, which led to water entering the pressure line and the screen on the sipap going blank. The user facility dried out the sipap unit and reported that the unit is fully operational. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the screen on the ncpap monitor went blank, but the unit appeared to still be delivering pressure as the user could hear the sound. CPAP via neopuff was administered to the patient while the user tried to calibrate the unit. Calibrating the unit did not work and the user swapped the unit with another CPAP machine and the same infant flow lp circuit. The user did not notice any water on the tubing on the initial unit used. The user noticed that the previous ncpap was always jumping. The patient was not affected at all on the changing of units aside from brief desaturations during neopuff.